Event description:
Information received by medtronic indicated that the battery cap was damaged and the metal connector was missing. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will continue using the device on receipt and the replacement of a battery cap and it will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.